Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2010; dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a routine check, the patient's arm movement was able to reproduce a single oversense. At that time, the physician chose to monitor the right ventricular (rv) lead. Approximately four weeks later, the patient was seen again in-clinic after receiving a shock. An interrogation showed noise and oversensing that led to the shock. Arm movement again reproduced the noise and oversensing on the rv lead. Noise and oversensing was also noted on the atrial lead. The rv lead and the atrial leads were explanted. No further patient complications have been reported as a result of this event.